Event description:
In an article titled, "a prospective comparative cohort study of single level lumbar decompression and an interspinous distraction device", the following events were reported: one patient: late migration of the x-stop implant. Three patients: spinous process fracture complications. No additional information was reported.

Manufacturer narrative:
Report source: "a prospective comparative cohort study of single level lumbar decompression and an interspinous distraction device." P. Sell, university hospitals of leichester and nottingham, UK. Device not returned, internal review of literature, follow-up with author. Conclusion: there is a clinical and statistical significant difference in favour of the established procedure of lumbar decompression in terms of improvement in oswestry disability index in this study. Caution with, and scrutiny of new implants and procedures is an essential component of clinical judgement and governance.